Event description:
In 2008, the pt was implanted with 7 gore excluder aaa endoprostheses to repair an enlarging, 6cm abdominal aortic aneurysm. Post-implant complications included cardiac arrest, bleeding, retroperitoneal hematoma, bradycardia, respiratory arrest with resuscitation, rupture of abdominal aneurysm with open surgical repair, bypass grafting and three open abdominal exploratory surgeries. The pt continued to decline and remained hypotensive despite multiple blood transfusions. Two days later, after progressive deterioration, the pt's family requested comfort care only and the pt expired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis is intended for a minimum aortic neck length of 15mm. Adverse events that may occur and/or require intervention include, but are not limited to aneurysm rupture, surgical conversion and death. Additional devices implanted.